Event description:
It was reported that the snake arm broke during the case and did not affect the patient outcome.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; upon manufacturing history review, device was found to be more than 6 years old. No relevant manufacturing issues were identified as all units met stryker specifications. Per email correspondence with the sales rep, the instrument has been used 50+ times. The surgical technique states that the snake arm should be properly reset and lubricated between uses. According to the general instrument instructions for use, instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery. The possible root causes of the reported product issue are - normal wear and tear of instruments and not lubricating the snake arm properly between uses as mentioned in the surgical technique.

Event description:
It was reported that the snake arm broke during the case and did not affect the patient outcome.